Event description:
The customer, also a doctor, received a blood glucose reading of 61mg/dl on the contour next, retested on a different meter and the reading was 43mg/dl. He had symptoms of hypoglycemia; he was feeling shaky and sick. He drank a glass of orange juice and felt better. The test strips were not expected to be returned. Strip information was not provided. A new meter was sent to the customer.